Event description:
Report received of melting to bottom of unit. No injury reported. Sample was returned for evaluation. Water ingress was evident around the power supply pcb section, indicating product misuse. This led to eventual component failure and localised heat damage to pcb and enclosure, including small hole melted in enclosure. Unit was deactivated by component failure.